Event description:
It was reported that during a peripheral stenting treatment procedure, incorrect product labeling was noted. Upon implanting the epic vascular 6x100x120 stent and post-dilating with an 80mm balloon catheter, the physician had noticed the stent was the wrong length. The packaging label displayed epic vascular 6x100x120, however, upon deploying (during the procedure and inside the patient), it was noted that the stent length was actually 80mm when compared to an 80mm balloon used for post dilation. An additional 7x100 epic vascular stent was implanted to cover the lesion. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).